Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. In this case, it was reported that the teflon coating had an irregular texture and appearance. Our manufacturing team confirmed that the teflon supplier, formulation, and manufacturing process have not changed in the past 2 years. Factors that may contribute to an irregular handling, texture, or appearance include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, inadvertent damage during unpacking, material properties or procedure contaminants. Additionally, factors that may contribute to difficulty removing devices over the guide wire include, but are not limited to, inner diameter of the device, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the device or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during use of the .014 sport extra guide wire (gw) felt heavier. The teflon coating felt different and the color looked different than normal. It was also noted that the gw felt tacky and it was more difficult to remove balloons and stents when exchanging devices, which caused the gw to back out of the vessel. The procedure was completed with the same gw, but the gw had to be wiped down several times during use. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.